Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was poor water supply due to a clogged nozzle. This clog also prevented the flow of air supply. These findings were due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to a stretched angle wire. It was also observed that the play of the up and down knob was out of standard value due to a stretched angle wire. It was observed that the adhesive of the bending section cover had a chip due to deterioration caused by chemical or physical stress. It was also observed that the adhesive on the bending section cover, around the objective lens and the adhesive around the light guide lens were white-clouded due to a cleaning sterilization and disinfection (cds) method or other handling issue. It was observed that the light guide lens was cracked due to a handling issue. It was observed that the plastic distal end cover had a dent. It was also observed that the connecting tube was wrinkled and had a scratch due to a cleaning sterilization and disinfection (cds) method and or due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had poor water supply. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle entering into the air/water channel and caused a clog. It was not possible to determine the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. Olympus will continue to monitor field performance for this device.